Manufacturer narrative:
The referenced previous percutaneous lead (driveline) repair was reported under medwatch MFR report # 2916596-2016-02424. (B)(4). Approximate age of device - 3 years and 5 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the gray shrink tubing of a prior percutaneous lead (driveline) replacement appeared to be torn. The pump was working fine. The patient was asymptomatic. The customer secured the damage with a rescue tape. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No further information was provided.

Manufacturer narrative:
The report of damage to the gray tubing of the previous repair can be confirmed based on the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative on 25jan2018. Approximately 19.5 inches of the external portion/distal end of the driveline was returned. A previous repair had been performed under. Examination of the previous repair revealed the reported damage to the proximal and distal ends of the gray tubing and black shrink wrap. An electrical continuity test of the returned lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The gray tubing and black shrink wrap of the previous distal-end repair kit were removed, and the underlying wires and crimps were unremarkable. The remainder of the repair kit, the shielding, and bionate were removed, and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.